Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was successfully implanted at a depth of ncc 4mm lcc 4.5mm. The sizing of the annular perimeter was noted to be 95.3mm. The next day, an echocardiogram showed mild/moderate para-valvular leak (pvl). On (B)(6) 2025, the patient returned to the hospital due to the valve showing moderate pvl. A post-balloon aortic valvuloplasty (bav) was performed with a 28mm non-abbott valve to resolve the event. The patient was discharged home.

Manufacturer narrative:
The device was not returned for analysis. An event of paravalvular leak (pvl) and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported aortic regurgitation is a cascading event of the pvl. The reported pvl appears to be related to challenging patient anatomy (heavily calcified annulus). The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was successfully implanted at a depth of ncc 4mm lcc 4.5mm. The sizing of the annular perimeter was noted to be 95.3mm. The next day, an echocardiogram showed mild/moderate para-valvular leak (pvl). On (B)(6) 2025, the patient returned to the hospital due to the valve showing moderate pvl. A post-balloon aortic valvuloplasty (bav) was performed with a 28mm non-abbott valve to resolve the event. The patient was discharged home.